Manufacturer narrative:
Upon receipt of the lead at our post market quality assurance laboratory, visual inspection noted the helix was partially extended and dried blood around the helix and stylet stuck in the lead lumen. Resistance testing was not valid due to the stylet in the lumen. Detailed analysis identified a likely fracture of inner conductor coil at the distal end of the terminal pin. The site of the suspected fracture was examined using a scanning electron microscope which identified a partial break in the inner cathode conductor wire. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. Review of device data noted normal impedance measurements until the day of explant indicating the fracture likely occurred during the explant procedure.

Manufacturer narrative:
This product has been returned and is currently undergoing analysis. This report will be updated upon its completion.

Event description:
Boston scientific received information that this right ventricular (rv) lead and cardiac resynchronization therapy pacemaker (crt-p) exhibited high pacing threshold measurements and loss of capture (loc). The cause of the high pacing thresholds could not be determined as there was no sign of lead dislodgement. As a result of the high thresholds, the device was reportedly nearing its elective replacement interval after approximately 17 months of implant. A revision procedure was performed wherein both the lead and device were explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt of the lead at our post market quality assurance laboratory, visual inspection noted the helix was partially extended and dried blood around the helix and stylet stuck in the lead lumen. Resistance testing was not valid due to the stylet in the lumen. Detailed analysis identified a likely fracture of inner conductor coil at the distal end of the terminal pin. The site of the suspected fracture was examined using a scanning electron microscope which identified a partial break in the outer cathode conductor wire. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. Review of device data noted normal impedance measurements until the day of explant indicating the fracture likely occurred during the explant procedure. Upon receipt of the device at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion. Laboratory analysis was unable to confirm the reported clinical observations of high pacing thresholds and loss of capture as the device passed all electrical testing.